Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that they were refilling the patient¿s pump. The expected volume was 7.3 ml; the actual volume was 12 ml. The programmer noted that a motor stall occurred. Upon further examination of the logs, there were multiple motor stalls and recoveries going back to (B)(6). On (B)(6) and motor stall occurred and there was no recovery noted. The patient had been exposed to an MRI and that stall had recovered. The pump was delivering dilaudid. It was later reported that the pump was replaced. The day prior to the replacement, it was determined the pump was stalling and unstalling due to magnets in the patient¿s bed. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.